Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) site hurt all of the time. The reporter stated they thought that scar tissue would develop, but the ins sticks out and they can move the ins around. It was noted the patient lost some weight since implant and the ins site seemed looser than it was initially. It was noted the patient did speak to their healthcare professional (hcp) and was told that scar tissue would not develop in that area. The reporter stated that initially the ins site was irritated when they would ¿catch it¿ when she got in and out of the car, but now the site hurts all of the time even while sitting or sleeping. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type programmer. (B)(4).

Event description:
The patient reported that their implantable neurostimulator (ins) migrated the past couple of months. They stated their implant caused bruising and is protruding and poking out causing it to hurt. The patient mentioned that the ins hasn't broken through their skin yet. They stated that their healthcare provider is aware of their issue, but no revision date has been set yet. The patient is hoping to have a revision done over the summer when school is out, being that they are a teacher. The patient was implanted for spinal pain and post lumbar laminectomy syndrome.